Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was explanted. The right ventricular (rv) lead was surgically abandoned as a result of adhesions down the rv tip. No further information was available.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. An invasive revision procedure was performed. During the procedure, it was reported that the device was to be explanted. Additional information was sought from the local area sales representative, however no information was available.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.